Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The event was noted during a device upgrade procedure from a non-abbott dual chamber device to a triple chamber abbott device. The left ventricular (lv) lead was implanted in addition to two non-abbott atrial and right ventricular (rv) leads already implanted in 2017. When the lv and rv leads were connected to the new ICD, the device was working as intended; however, when the ra lead was connected, noise was observed on the rv channel. In addition, after ra pacing there was false ventricular sensing on the rv channel resulting in no capture. All electrical values of the non-abbott rv and lv leads were in normal range. The ICD was measured with a pacing system analyzer and as the ra lead was disconnected, the noise was resolved. All lead to device connections were checked with no issues. A new ICD was used and the noise was still present. The ra lead was implanted with a new abbott rv and lv leads to resolve the issue. The suspected issue was incompatibility between non-abbott leads and abbott device. The patient was stable.